Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no report of a leak during preparation for use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure.there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified de novo distal right coronary artery that is 99% stenosed. A 2.0x20mm mini trek failed to cross due to anatomy. It was noted that excessive force was applied during advancement and the shaft became kinked. The device was then replaced with a 1.50x15mm mini trek. Once advanced and at the artery the balloon was pressurized to 10 atmospheres at the first inflation, but ruptured. A 2.25x20mm trek was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.